Event description:
It was reported that one of the wires of the basket of this stone retrieval device detached in the patient during a therapeutic stone retrieval procedure due to the impact of a large stone. Additional surgery was required in order to remove the basket wire. The entire device piece was retrieved. There were no patient complications. No additional information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the cause for this event. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawl of the device, do not exert excessive force."